Event description:
Status post silicone injections early 1960's and insertion silicone implants approx 20 years ago. Actual dates unknown. Implants had ruptured. Pt to or for removal of ruptured implants. Placed in labeled containers, given to pt.